Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that air bubbles were observed within an unspecified area of the cartridge. Customer changed out the cartridge to address issue. There was no reported adverse impact to the customer's blood glucose level.